Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Event date is (B)(6) 2021. The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). There is no additional information available from the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. There was no report that the device was used for a procedure while the event occurred. The white foreign material found in air/water nozzle was fibrous in nature. It is likely that lint (fibrous material) entered the air/water channel and came out of nozzle due to use of gauze or some such material that produces lint during reprocessing. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use (IFU). The IFU includes the following statements: operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities inspection of the endoscopic stem: inspection of the air-feeding function, inspection of the objective lens cleaning function. Reprocessing manual: preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories: clean the external surfaces of the insertion section. While immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all its external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end.

Manufacturer narrative:
Additional information, including initial reporter, is not yet available from the customer. The device is returned and an evaluation completed for it. Upon inspection and testing, foreign material was found lodged in the nozzle unit blocking the air/water outage for air and water supply functions. Air supply volume and water supply volume tests failed due to clogged nozzle. This is likely a result of incorrect reprocessing and/or user handling. Several traces of mechanical damage found in the device: air/water cylinder has discoloration. There is a gap between color ring and protector of the control section. Light guide cover glass , plug unit, sc case unit, switch box, grip, forceps channel port, and right/left and up/down knobs, objective lens, and connecting tube have a scratch. Suction-cylinder has discoloration and is shaved. S-cover is shaved. Flexibility adjustment ring is damaged. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standards. Light guide lens has a crack. Adhesive around light guide lens and objective lens is porous. Universal cord has buckling. Repair is required to return the device to original equipment manufacturer standards. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned for repair of the air/water valve being defective. There is no reported harm to any patient. Upon inspection at the time of repair, foreign material was found lodged in the nozzle unit blocking the air/water outage for air and water supply functions. This medwatch is being submitted for the issue of the foreign material lodged in the nozzle as well as the possibility that the device was used with such material lodged within.